Manufacturer narrative:
It was confirmed that the analyzer had a loss of communication with the programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer could not be recognized by the programmer, and there was noise on one of the channels. The analyzer has been returned to service. No patient complications have been reported as a result of this event.